Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)-mw5104286) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('throbbing then acute pain in abdomen') and device dislocation ('left device grater than 50% is seem within the uterus') in a female patient who had essure inserted for birth control. Concomitant products included vitamins nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion intervention required) and abdominal pain (seriousness criterion intervention required). On (B)(6) 2021, the patient experienced device dislocation (seriousness criterion intervention required), 11 years 1 month after insertion of essure. Essure treatment was not changed. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: essure was recommended by my obgyn (who has since retired) to get me off birth control due to my age. I started to experience throbbing then acute pain in the abdomen. I could not pin point the source. The pain has increased and was hard to sit or stand for log periods of time. I visited an obgyn. Had pelvic pain for approximately 6 months. CT scan showed central uterine migration of left side essure. Currently looking for a surgeon for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right essure device in place. Left device: grater than 50% is seen within the uterus, consistent with central uterine migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5104286) on 13-oct-2021. The most recent information was received on 04-jul-2022. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left device grater than 50% is seem within the uterus"), pelvic pain ("pelvic pain") and abdominal pain ("throbbing then acute pain in abdomen") in a 56 year-old female patient who had essure inserted for birth control. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was vitamins nos. On (B)(6) 2010, the patient had essure inserted. In february 2021 she experienced pelvic pain (seriousness criterion intervention required) and abdominal pain (seriousness criterion intervention required). On (B)(6) 2021 she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy scheduled on (B)(6) 2021). Essure treatment was not changed. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure administration. The reporter commented: essure was recommended by my obgyn (who has since retired) to get me off birth control due to my age. I started to experience throbbing then acute pain in the abdomen. I could not pin point the source. The pain has increased and was hard to sit or stand for log periods of time. I visited an obgyn. Had pelvic pain for approximately 6 months. CT scan showed central uterine migration of left side essure. Currently looking for a surgeon for a hysterectomy. Hysterectomy scheduled on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): right essure device in place. Left device: grater than 50% is seen within the uterus, consistent with central uterine migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.